Event description:
The patient reports that she has had several surgeries on her foot; it is unknown what type of hardware or the manufacturer of the hardware prior to synthese implantation. On (B)(6) 2014 a dorsiflexion osteotomy of the first metatarsal and weil osteotomy of the second metatarsal occurred and two synthese cortex screws were implanted in the first metatarsal. A snap off competitors screw was implanted in the second metatarsal. Then on (B)(6) 2016 the competitors snap-off screw was explanted from the second metatarsal. The patient reported the foot being less swollen following the removal of this snap off screw. The patient is reporting that she has several allergies and is requesting material composition of the implants. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).